Event description:
The hcp reported the patient presented with signs of an infectioj of the catheter track. These included fever, redness, swelling, and incisional wound opening. A cultures fo the lumbar region was obtained. The results were not reported , but the patient did not have meningitis. The patient was treated with oral antibiotics. The infection is reported to have resolved.